Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed.

Event description:
It was reported that force sensor test was experienced. No patient injury was reported.